Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic pseudocyst drainage procedure with endoscopic ultrasound (eus) performed on an unknown date. According to the complainant, on (B)(6) 2016, the physician performed a procedure to remove the axios stent after it had been in situ for more than eight weeks. During this procedure, the physician was unable to locate the stent. An x-ray was planned to identify the location of the stent. The patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.